Event description:
The manufacturer received a customer report stating that a trilogy evo ventilator displayed a ¿ventilator inoperative¿ message accompanied by an audible alarm when the device was re-initiated for patient use following the patient¿s bath. The ventilator subsequently failed to power on. The customer immediately replaced the unit with a backup device, which was used without reported issues. Upon notification, the sales representative visited the customer¿s facility and replaced the device. There was no serious patient harm or injury that occurred or was reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. During the evaluation of the device, the manufacturer confirmed that a ventilator inoperative error resulted from corrupted data within the eeprom on the system/cpu assembly. To correct the condition, the system pca (printed circuit assembly) containing the eeprom was replaced. The manufacturer¿s service technician completed final and run-in testing, including battery and valve checks, and performed cleaning. The device was confirmed to be operating properly.